Event description:
It was reported that needle pull out occurred during use with a needle 27x1-1/4 rb. The following information was provided by the initial reporter, " I would like to follow up the customer support email and stress the importance of getting back to me asap. The needle did in fact break off inside of one of our patients. We opened a few more needles to check to see if this was just one single needle or if the batch is defective and it seems that at least 50% of the batch is defective and will snap off with the slightest pressure. Please contact me either via phone or email asap.

Manufacturer narrative:
The following is the change: b.3. Date of event: (B)(6) 2020. H3 other text : see h.10.

Manufacturer narrative:
H.6. Investigation summary: six photos were provided. They show a needle in a plastic bottle, the needle is bent. Another photos show needles removed from the plastic shield. Another photos show tools used to remove the needles, like pliers. It is unclear the test method used to remove the needles. When this lot was produced all the inspections. Based on the investigation conclusion, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that needle pull out occurred during use with a needle 27x1-1/4 rb. The following information was provided by the initial reporter: " I would like to follow up the customer support email and stress the importance of getting back to me asap. The needle did in fact break off inside of one of our patients. We opened a few more needles to check to see if this was just one single needle or if the batch is defective and it seems that at least 50% of the batch is defective and will snap off with the slightest pressure. Please contact me either via phone or email asap. Reporter states they are waiting to see if needle is located via ultrasound; plastic surgeon is on standby."

Event description:
It was reported that needle pull out occurred during use with a needle 27x1-1/4 rb. The following information was provided by the initial reporter, " I would like to follow up the customer support email and stress the importance of getting back to me asap. The needle did in fact break off inside of one of our patients. We opened a few more needles to check to see if this was just one single needle or if the batch is defective and it seems that at least 50% of the batch is defective and will snap off with the slightest pressure. Please contact me either via phone or email asap. Reporter states they are waiting to see if needle is located via ultrasound; plastic surgeon is on standby".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/7/2020. H.6. Investigation: five samples were received. They all came in sealed packaging blisters. The top web confirms the catalog number 305136; however, the lot# for all the five samples is 9030555. The batch record for lot# 9030555 was reviewed. There was no documentation for this type of defects during the entire production run of this batch #. The samples were tested for the needle pull test. The values from this test were: 13.2lb, 15.8lb, 19.0lb, 14.8lb, 15.0lb. The specification is minimum 5lb. Based on the investigation conclusion, bd was unable to confirm the symptom perceived by the customer or correlate this symptom with potential cause linked to the bd process. Six photos were provided. They show a needle in a plastic bottle, the needle is bent. Another photo show needle removed from the plastic shield. Another photo show tool used to remove the needles, like pliers. It is unclear the test method used to remove the needles. During the production of this batch, all inspections and test results test results have met product specification. Photo 1. It shows two kinds of pliers, one of them like a tweezer is holding a bent needle. It has no plastic hub. Photo 2. It shows four opened packaging blisters, four needles, five plastic hubs with white epoxy on the top, and five plastic shields. Photo 3. It shows a needle in a plastic container. The needle is with no plastic hub, the top part of the needle is bent 90°. Possibly this is the one reported in this complaint. Photo 4. A similar photo to photo 3. A needle in a plastic container. The needle is with no plastic hub, the top part of the needle is bent 90°. Photo 5. It shows the luer part of a syringe with a needle hub assembled to it. The needle hub has no needle. It does have white epoxy. Photo 6. It shows a plier tweezer type holding a needle, the needle has the top part bent 90°. The plastic hub is missing; the bottom part of the needle where the plastic hub goes has a piece of red unknown material. The history of this batch was verified from 2016 to date, this is the first complaint about this defect or symptom. During the production of this batch, process and product inspections were performed. They all passed including needle pull tests. H3 other text : see h.10.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 6055883, d.4. Medical device expiration date: 2021-03-31, h.4. Device manufacture date: 2016-02-24; d.4. Medical device lot #: 9030555, d.4. Medical device expiration date: 2024-02-29. H.4. Device manufacture date: 2019-01-30. Recently returned device is still undergoing evaluation, another supplemental will be submitted to capture the investigation for the returned device.

Event description:
It was reported that needle pull out occurred during use with a needle 27x1-1/4 rb. The following information was provided by the initial reporter, " I would like to follow up the customer support email and stress the importance of getting back to me asap. The needle did in fact break off inside of one of our patients. We opened a few more needles to check to see if this was just one single needle or if the batch is defective and it seems that at least 50% of the batch is defective and will snap off with the slightest pressure. Please contact me either via phone or email asap. Reporter states they are waiting to see if needle is located via ultrasound; plastic surgeon is on standby".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle pull out occurred during use with a needle 27x1-1/4 rb. The following information was provided by the initial reporter, " I would like to follow up the customer support email and stress the importance of getting back to me asap. The needle did in fact break off inside of one of our patients. We opened a few more needles to check to see if this was just one single needle or if the batch is defective and it seems that at least 50% of the batch is defective and will snap off with the slightest pressure. Please contact me either via phone or email asap. Reporter states they are waiting to see if needle is located via ultrasound; plastic surgeon is on standby."